Event description:
It was reported that during a balloon assisted coiling procedure, the balloon catheter (subject device) was inflated but was not visible, so further inflation was attempted to visualize a malfunction or puncture. An 80% contrast/saline mixture was used, and after inflation without seeing the balloon, the patient¿s vitals immediately changed, suggesting a subarachnoid hemorrhage (sah). The sah was confirmed under fluoroscopy, and without knowing if the balloon catheter was working, the decision was made to sacrifice the internal carotid artery in order to control the bleeding. The current patient condition is unknown.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device and a guidewire were returned. Visual, optical, photographic and microscopic examination of the subject device revealed the balloon was burst/ruptured at the distal bond. The guidewire was able to be advanced; however, it could not be removed because of hardened intravenous contrast media within the device. The subject device could not be flushed or inflated because of the hardened contrast media. The cause for the burst/ruptured balloon could not be determined following review and analysis of available information. Because the reported sub-arachnoid hemorrhage is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during a balloon assisted coiling procedure, the balloon catheter (subject device) was inflated but was not visible, so further inflation was attempted to visualize a malfunction or puncture. An 80% contrast/saline mixture was used, and after inflation without seeing the balloon, the patient¿s vitals immediately changed, suggesting a subarachnoid hemorrhage (sah). The sah was confirmed under fluoroscopy, and without knowing if the balloon catheter was working, the decision was made to sacrifice the internal carotid artery in order to control the bleeding. The current patient condition is unknown.